Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. A guidewire was inserted from the patient's left brachial artery to the right femoral artery with pull through technique. A pigtail catheter was then inserted from the patient's left brachial artery, and a gore® dryseal flex introducer sheath was inserted from the right femoral artery. It was reported that the introducer sheath was only able to be advanced around the patient's abdominal aorta. Reportedly the introducer sheath was unable to be advanced to the thoracic aortic lesion due to resistance. The diameter of the patient's right common iliac artery was unavailable, but was reported as thin. The patient's left common iliac artery was severely calcified. A gore® tag® conformable thoracic stent graft with active control system (ctag-ac) was advanced to the target lesion without sheath support. The ctag-ac was placed below the left common carotid artery, and a luminexx stent was placed in the left subclavian artery with chimney technique (previously planned). The ctag-ac delivery catheter was removed from the patient, followed by the introducer sheath. When the introducer sheath was removed, a dissection was reportedly observed in the patient's right common iliac artery. It was reported that the right common iliac artery dissection was expected due to the access vessel being thin and calcified. A gore® excluder® aaa iliac extender component was placed in the patient's right common iliac artery to resolve the dissection. The gore® dryseal flex introducer sheath was discarded at the facility. The patient tolerated the procedure.